Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b2, section b5, section d4, section d10, section h4 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complication since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on 20january2021: bleeding was at the access site. Patient was stable and bleeding was resolved with manual compression.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that there was mild bleeding at the access site post procedure, possibly related to the glidesheath slender device, but related to the procedure. Mild complication resolved with ten minutes of manual pressure. The patient was in stable condition. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. There were other devices or equipment used with the reported product. Additional information was received on 23december2020: post procedure bleeding after ambulation. Blood loss was less than 250cc's. The patient was discharged home.